Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2024-53372. This report is for the same event as manufacturer report: 2124215-2024-53376.

Event description:
It was reported that three fibers turned out to be defective, with the detachment of the tip. This fiber was used at 4,108 joules for 1 minute and 31 seconds of use. A total of four fibers were used for the same patient. The procedure was completed with this last one fiber. No further complications were reported. This report is for the first fiber.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap was detached, and detached cap was not returned with the fiber. The level of devitrification could not be determined due to the glass cap being missing. The fiber was functionally tested with the hene laser fixture, there are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. Based on the analysis results of the fiber tip, the device likely experienced heavy tissue contact and a decrease in saline flow, and it could cause elevated temperatures that may lead to cap/tip detachments. The interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There were no manufacturing issues that could have contributed to the reported event. According to the device instructions for use (IFU), the device was used in accordance with the IFU. It did not reveal any evidence of device off-label use or failure to follow instructions. It states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg-300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Based on analysis results, a conclusion code of unintended user error caused or contributed to event was assigned to this investigation. This report is for the same event as manufacturer report: 2124215-2024-53372 this report is for the same event as manufacturer report: 2124215-2024-53376

Event description:
It was reported that three fibers turned out to be defective, with the detachment of the tip. This fiber was used at 4,108 joules for 1 minute and 31 seconds of use. A total of four fibers were used for the same patient. The procedure was completed with this last one fiber. No further complications were reported. This event is for the first fiber.